Event description:
Initial attempt at placing a venatech lp filter was complicated by the filter not opening up and deploying properly. This resulted in filter migration into the right ventricle and ultimately into the right lower lobe pulmonary artery. The filter never properly deployed. Ultimately, a decision was made to leave the filter as an intentional foreign body, as the risk of attempting to retrieve it outweighed the benefit.